Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when device was being applied on the colon in an open colectomy procedure, the device did not fire. The device's handle was only squeezed once instead of twice to fire. There was no patient injury.